Event description:
Pt with diagnosis of intractible epilepsy experienced respiratory distress not attributed to epilepsy condition. Placed on siemens bedside monitor. This report is specific to the pulse oximetry function of the siemens monitor. Oxygen saturation level dropped below set parameters. Alarm did not sound. Reorted to internal biomed dept and siemen's rep. Siemens came to hosp. Unable to replicate situation. No further problems with equipment.